Event description:
It was reported that a connector associated with the ilet system was leaking, and the user confirmed they were not manipulating components outside the pump; the connector was discarded and could not be returned, and an elevated blood glucose of 330 mg/dl was reported. Customer care provided support that included case troubleshooting and education with the user. Investigation of this case revealed a suspected fluid leak at the connector component, consistent with a device component leak affecting insulin delivery, though no physical analysis could be performed due to the unavailability of the connector. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient impact on blood glucose that was trending downward, with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to the lack of returned product and insufficient objective evidence to identify a specific failure mechanism.